Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an occlusion event occured on 23-feb-2026. The patient experienced the insertion site was likely blocked. No further information available